Event description:
A customer in the united states notified biomérieux of obtaining a false positive cefoxitin screen when testing two staphylococcus aureus patient isolates with the vitek® 2 ast-gp75 test kit (reference # 415670, lot # 2751063103). Upon repeat testing the same results were obtained. Customer lot # 2751063103: oxacillin mic = 0.5, susceptible (modified to resistant by advanced expert system¿) for all 4 results. The customer tested the strains a third time with the same lot (lot # 2751063103) and a second lot (lot # 2751069103). All cefoxitin screen results were negative. Customer lot # 2751063103: oxacillin mic <= 0.25, susceptible. Oxacillin mic = 0.5, susceptible. Second lot # 2751069103: oxacillin mic = 0.5, susceptible. Oxacillin mic = 0.5, susceptible. Alternate testing was performed with pbp2a and results were susceptible. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An investigation was initiated in response to a customer complaint of false positive cefoxitin screen results when testing two staphylococcus aureus patient isolates with the vitek® 2 ast-gp75 test kit (ref 415670, lot 2751063103). The two strains were no longer viable, so they could not be submitted for investigational testing. Submittal of the isolates is required in order to confirm a vitek® 2 discrepancy compared to the reference methods. Since the strains could not be submitted for investigational purposes, no additional investigation could be completed. Ast-gp75 lot #2751063103 met final qc release criteria. This lot passed qc performance testing.